Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted a month after initial implant due to it exhibited high thresholds and low amplitude. Moreover, the lead was not dislodged based on x-ray and the physician thought that it was more of a tissue issue. Further, the rv lead was changed as the physician was concerned about the system long term and the patient had a limited venous access. No additional adverse patient effects were reported.